Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspanerunia"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)/ heavy periods"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced back pain ("low back pain"), menstruation irregular ("irregular periods"), abdominal distension ("constantly bloated") and nausea ("nauseated"). The patient was treated with ethinylestradiol;norgestimate (estarylla), ethinylestradiol;norgestimate (sprintec), oral contraceptive nos, progesterone (progestin) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, back pain, menstruation irregular, dyspareunia, menorrhagia, abdominal pain, dysmenorrhoea, migraine, headache, abdominal distension, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: the coils were in place. Concerning the injuries reported in this case the event pelvic pain were reported already. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received. Event added: abnormal bleeding(general). Event onset date were updated. Concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in a 26-year-old female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone since 2014 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspanerunia"), abdominal pain ("abdominal pain"), migraine ("migraines/migraines/headaches") and headache ("headaches"). In 2014, the patient experienced abdominal pain lower ("severe cramping"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding(vaginal,menorrhagia)/ heavy periods") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced back pain ("low back pain"), menstruation irregular ("irregular periods"), abdominal distension ("constantly bloated") and nausea ("nauseated"). The patient was treated with ethinylestradiol;norgestimate (estarylla), ethinylestradiol;norgestimate (sprintec), oral contraceptive nos, progesterone (progestin) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, back pain, menstruation irregular, dyspareunia, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, migraine, headache, abdominal distension, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: the coils were in place. Concerning the injuries reported in this case the event pelvic pain were reported already. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received : reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in a 26-year-old female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone since 2014 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspanerunia"), abdominal pain ("abdominal pain"), migraine ("migraines/migraines/headaches") and headache ("headaches"). In 2014, the patient experienced abdominal pain lower ("severe cramping"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding(vaginal,menorrhagia)/ heavy periods") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced back pain ("low back pain"), menstruation irregular ("irregular periods"), abdominal distension ("constantly bloated") and nausea ("nauseated"). The patient was treated with ethinylestradiol;norgestimate (estarylla), ethinylestradiol;norgestimate (sprintec), oral contraceptive nos, progesterone (progestin) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, back pain, menstruation irregular, dyspareunia, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, migraine, headache, abdominal distension, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: the coils were in place. Concerning the injuries reported in this case the event pelvic pain were reported already. Most recent follow-up information incorporated above includes: on 1-sep-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("severe cramping"). In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding(vaginal,menorrhagia)/ heavy periods") and abdominal pain ("abdominal pain"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On an unknown date, the patient experienced back pain ("low back pain"), menstruation irregular ("irregular periods"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("constantly bloated") and nausea ("nauseated"). The patient was treated with ethinylestradiol;norgestimate (estarylla), ethinylestradiol;norgestimate (sprintec), progesterone (progestin) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, menstruation irregular, dyspareunia, menorrhagia, abdominal pain, dysmenorrhoea, migraine, headache, abdominal distension, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: the coils were in place. Concerning the injuries reported in this case the event pelvic pain were reported already. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: plaintiff fact sheet received, new reporter added, product onset and end date added, case changed to incident, event injury replaced with pelvic pain, case became valid, new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),migraines / headaches, pain, nauseated and constantly bloated were added. Treatment drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.